Manufacturer narrative:
Information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). The serial number is unknown, the device manufacture date could not be determined. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a patient was found to be infected with a-typical mycobacteria. Currently it is not known which kind of infection was found. It was reported that a heater-cooler system was used during the procedure.